Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead and pacemaker exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. No ventricular capture was also observed at maximum outputs. The physician suspects that the rv lead is fractured although additional information from the field indicated that this fracture was not conclusively determined with either x-ray or fluoroscopy. The patient had no symptoms and there are currently no plans for intervention at this time. The system continues to remains in service. No adverse patient effects were reported.

Event description:
Additional information made available from the field indicated that x-ray results did confirm a right ventricular (rv) lead fracture near the suture sleeve. The patient¿s rv lead was surgically abandoned while the pacemaker was explanted. A new system was successfully implanted in the patient. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.